Event description:
It was reported that upon interrogation in the clinic, the pulse generator exhibited a high current drain. No intervention was reported. The patient was in good condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.